Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed low battery alarm, replaced the battery, and it wont turn back on. Customer's blood glucose was 136 mg/dl. No damaged noted on the device. It was not dropped, bumped, or exposed to moisture. During troubleshooting customer was unable to remove the battery cap. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.